Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding and intracerebral hemorrhage could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient experienced gastrointestinal bleeding on (B)(6) 2016; however, the source of bleeding was not found. The patient's inr remained at 1.4 for multiple days prior to the event and the patient received a continuous infusion of heparin with a partial thromboplastin time ranging from 45 seconds to 70 seconds. On (B)(6) 2016, the patient was intubated and sedated. When sedation was lightened, the patient remained unresponsive and a CT scan revealed a large intraparenchymal hemorrhage with large intraventricular extension and obstructive hydrocephalus. The patient underwent ventriculostomy drainage and anticoagulation was then reversed.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 16 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2016. The cause for expiration was listed as intracerebral hemorrhage. No further information was provided.